Manufacturer narrative:
As initially reported, the viewing station of the imaging system fuses were replaced by a medtronic representative and the system was reported to function as designed. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the viewing station of the imaging system would not power on and the line power light of the imaging system was not illuminated. The representative was able to resolve the reported issue by replacing fuses with inventory on hand. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: patient identifier now provided.